Manufacturer narrative:
H6-medical device problem code: "2993" should be removed and code "3189" should be added. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter, indicated that a 12.1mm vticm512.1 implantable collamer lens of a -11.0/1.0/112 (sphere/cylinder/axis) lens, tore before/during loading on (B)(6) 2023. There was no patient contact or injury. A replacement lens was implanted into the patient's right eye (od) and the problem was resolved.